Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure the lead helix was observed to extend on its own. Once the lead was placed and retracted the helix issue persisted. The lead was not implanted, and a replacement was used to complete the procedure. There were no patient consequences.